Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
There was an alert delivered for high and out of range high voltage lead impedance (hvli). No intervention was performed and the patient was stable with no consequences.